Event description:
I had essure implant right by that time because it supposed to be the best . But after 3 months I started noticed that my periods become longer and painful , heavy. And I had like this night sweats like I was going thru menopause and mood swings, back pain very strong. My knee hurts weird pain my leg, headaches, pelvic pain. Omg my life was changing a lot and I didn't know what was happening to me. So I went back to see my ob gyn. And untold her since I had essure I'm been having this problems I noticed that and she told me no I don't think so, so she send me to have some hormones and menopause test, even she send me to see a phycologist because my mood swings and just going crazy. So is been a long run no one believes how my pain was and how I terrible I was feeling, pain and don't know how to explain. I recently had hysterectomy done I had my essure remove finally !! Im still and recovery (B)(4).